Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt had an intermittently open pulse wire in the trunk cable. The intermittent open wire caused the reported messages. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "adjust belt" messages.